Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was unable to duplicate ¿unit goes into auto cycle giving extra breaths¿. All testing was performed using a good known test patient circuit. The lap top ventilator 1200 passed extended 95 hour run in test with customer settings without any unusual alarms and conditions. The ventilator passed lap top ventilator final test, which includes many ventilation and alarm functions. The ventilator also passed volume operation test from general checkout. Internal inspection did not reveal any abnormalities with ventilator. The ventilator passed all bench testing.

Event description:
The customer reported model lap top ventilator 1200 started to auto cycle, which consistently delivers extra breaths. Upon further investigation, the customer reported the device was connected to a patient. No patient harm or injury was reported.